Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used primary and secondary set were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with normal saline and the secondary set was primed with blue dye water. The sets were allowed to flow. No backflow was observed. The customer complaint that the meropenem bag was already empty and back check valve failure could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris infusion set experienced flow issues, and a check valve malfunction. The following information was provided by the initial reporter: this rn hung the patient's 3 hr infusion of meropenem at 1607, rate and volume verified and rn adjusted vtbi to ensure entire medication would be given. This rn went back into patient's room at 1637 to hang a new bag of heparin and noticed the meropenem bag was already empty. Rn checked channel, verified correct rate, tubing and patient - everything appeared to be intact. Back check valve failure.